Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that on (B)(6) 2013 as the surgeon was using the holder for synfix to implant a synfix implant, the tip of the holder broke off. The surgeon wanted to adjust the position of the implant so he reattached the holder. Once repositioned, as the surgeon was unscrewing the holder from the implant, he noticed that the threaded tip broke off and remained in the implant. Because the fragment was already loosened, it was removed easily and discarded. Procedure was completed without any other issues. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Our investigations have shown that the tip is indeed completely broken off. Unfortunately we are not able to comprehend how this breakage occurred. We do suppose though that too much mechanical force during the instrument repositioning of the implant has lead to this damage. The broken surface is homogenous which indicates material conformity as well. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected.